Manufacturer narrative:
The leakage was due to a cracked probe wash block (wash collar) and a broken spring on the instrument. Service was dispatched for this event. The field service engineer (fse) replaced the broken spring and the probe wash block. The root of the leak is the broken spring, resulting in the probe being misaligned hence causing the reagent leakage.

Event description:
A customer reported to beckman coulter, inc. (Bec) a reagent leak from unicel dxh 800 coulter cellular analysis system. It is unknown if the operator was wearing ppe when the incident occurred; however the fse while on site was wearing appropriate personal protective equipment. The material safety data sheet (msds) was reviewed, and there is an exposure control or risk management plan in place at the facility. Per email correspondence with the field service engineer (fse), no injuries occurred and no one sought medical attention. There was no exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment associated with this event.